Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead was replaced due to high thresholds and unstable impedance. There were no patient complications as a result of this event.